Event description:
It was reported that the ventilator had tidal volume readings issues. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the oxygen gas module were replaced and returned for further investigation. Simulated use testing of the received goods were mounted in a ventilator. It was revealed that the air gas module did not deliver the right amount of air. Our investigation has concluded that the problem was caused by a defective pressure transducer on a printed circuit board inside the gas module. The oxygen gas module was working as expected. The pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event and the fault could be traced back to (B)(6) . Therefore the ¿date of event¿ will be adjusted to (B)(6) 2021.

Event description:
Manufacturer ref.#: (B)(4).